Event description:
I had a problem with the mitral valve in my heart. It was replaced with a carbo medics mitral valve it malfunctioned and my lungs filled up with fluid and I almost died. I went back to the hospital and had another surgery and had a pig valve put in. The carbo medics valve when they took it out and cleaned it and put it back in it still didn't work. Dates of use: 2008.